Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Optical signal issue. The data logs show that the pump was attempting to be started and increasing speed, it took about 15 seconds for the left ventricle (lv) signal to appear. About 13 seconds later there was a dip in motor current, flow and placement signal. The lv signal was present for approximately one minute before it was turned off due to the pump being in suction. The lv signal displays one more time about 35 minutes later as the suction alarms turn off but shortly turn back on and the lv is not displayed. The 5s parameters are stable throughout. The return product had no signs of thrombus, the 5s parameters were stable and no issues running. The root cause of the optical signal issue is most likely due to the pump in a suction condition. Thrombus: no thrombus on returned product. In order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates. H2 type of reportable event. H6 type of investigation.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the patient was on impella cp support and during support, there were placement signal issues. There was no left ventricle signal was displayed even at level p-7. There was a possibility of a left ventricular thrombus. The pump was explanted.